Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and found a pinched ise drain tube and adjusted the tubing to remove the pinch.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the ise module leaked fluid onto the drip tray and onto the floor from the synchron lx20 pro clinical analyzer. No injury or operator exposure was reported for this event.